Event description:
Patient had a thr done in 1995 and has done well except for 3 or 4 dislocations in the recent years. All have been handled with a closed reduction. We went in today to give him more stability and did ny switching out the 28mm liner for a p5 32 and a +8 head. I could not read the numbers off the insert to submit.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 28mm liner. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.